Manufacturer narrative:
The devices are not expected to be returned as they remain implanted in the patient. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was admitted with moderate dyskinesia. The patient was treated with medication and the device was reprogrammed. The patient recovered and was discharged, and the event has recovered and resolved. The event was assessed as possibly related to the study device stimulation and not related to the device or the procedure.